Event description:
Customer reported she was hospitalized for diabetic ketoacidosis. Customer stated that she had dehydration, vomiting and chest pains prior to hospitalization. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.